Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter (pm) was observed in three (3) intravia containers. The pm was further described as "coring from the medication port" and a "plastic piece ended up in the IV bag". This issue was identified during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d4: expiration date, h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.